Event description:
It was observed that during the device evaluation, the subject device exhibited scratches on distal edge, minor stains under light guide cover glass, minor cracks on the video connector, and the image was out of field. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: scratches on distal edge, minor stains under light guide cover glass, minor cracks on the video connector, and the image was out of field. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.